Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The lead was visually observed and the machine alarmed. Blood test strips were used and they tested positive. Estimated blood loss was 100-150cc's. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.